Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload was fully fired and the interlock was engaged. The knife blade was advanced in the center of the sulu. Functional testing was performed which included resetting the sulu and loading it into the device. The instrument and sulu were applied to the appropriate test media. The firing knob advanced and retracted without difficulty. The knife blade cut completely and cleanly and fully retracted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the advance knife blade may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing. If the firing knob is not fully retracted, the knife blade has not been retracted into the interlock prior to opening the jaw. It may also result in difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the third firing for esophagectomy/gastric resection, the surgeon fully fired the device. Then tried to remove the device, however the knife was not returned to the initial position, it stopped on the halfway and could not open the device. They opened the device by force and removed it from the tissue without damaging it. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.